Manufacturer narrative:
Evaluation of the returned product shows that the left side has a six inch tear in the triangle mesh.

Event description:
The customer reported that there is a tear in the mesh on the head panel of the canopy. There was no patient injury reported.